Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 26 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that "during an ipk [introducer kit] placement (radiological), the dilator, 'which is radiopaque only on distal end' broke apart in the patient while doing procedure. States that since the inner part of the dilator isn't radiopaque, the physician, after tunneling removed the dilator and discovered that the inner pieces of dilator had broken off and were inside of the patient. Patient was taken to or [operating room]to have broken pieces that were left inside removed. Surgery was uneventful and all pieces were removed without complications. No injury to patient.